Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated scan errors and ¿sensor not compatible¿ messages when attempting to pair a freestyle libre 3 plus sensor with the ilet, which was traced to the user applying libre 3 sensors instead of the required libre 3 plus sensors; dosing paused without a connected cgm and the agent provided education on operating the ilet in bg run mode. Symptoms included hyperglycemia with a peak glucose of 397 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.